Manufacturer narrative:
This report is for one (1) unknown locking cap. Part#, lot# and UDI # is not available. Device was not explanted. There is no plan to revise the patient at this time. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown locking cap. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking cap is dislodged and floating freely. Patient underwent a posterior lumbar interbody fusion at l4-l5 on (B)(6) 2016. Patient was implanted with two matrix rods, four matrix pedicle screws, four matrix locking caps, and one transforaminal posterior atraumatic lumbar (tpal) spacer. Initial surgery was successfully completed. No issues reported during the initial surgery. X-rays taken during a routine follow up visit on (B)(6) 2017 revealed that the left l4 locking cap is dislodged and is floating freely. Surgeon suspects that the left l5 locking cap is loose however, cannot confirm due to the angle of the x-rays. Patient did not report any adverse events. Since the patient is asymptomatic and surgeon is confident that patient will fuse, there is no plan to revise the patient at this time. Concomitant devices reported: matrix rod (part# unknown, lot# unknown, quantity 2), matrix pedicle screw (part# unknown, lot# unknown, quantity 4), matrix locking cap (part# unknown, lot# unknown, quantity 2), tpal interbody spacer (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown locking cap. This is report 2 of 2 for (B)(4).